Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device lock out and not fire (no staples deployed or cut line started)? If no, did the device deliver any staples or a cut line? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? If yes, did the jaws eventually open?

Event description:
It was reported that during an unknown procedure, after stapling, the jaws did not open. It was impossible to unlock the device despite activating red button. The problem was solved by using another device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n5722p. Device evaluation: the analysis found that one long60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: did the device lock out and not fire (no staples deployed or cut line started)? No if no, did the device deliver any staples or a cut line? Yes was the device locked on tissue with the jaws closed? No.